Event description:
It was reported on (B)(6) 2012 that a patient may have her lead replaced as she feels that is it is "pulling." The surgeon will evaluate this and surgery is scheduled for (B)(6) 2012. On (B)(6) 2012, it was reported that the patient is scheduled for generator revision surgery and repositioning of the lead. The same day, clinic notes were received from the surgeon's office which revealed that the patient's lead and generator were easily palpable; however. The patient is thin. The patient did inform the surgeon of some occasional pulling in that area; however, she was not necessary suggesting they operate in that area. The surgeon noted it would be best to examine the area through x-rays and if anything, to document the current position of the lead and generator prior to generator replacement. The surgeon later stated that the leads were too close to the skin and the anchors (tie-downs) were protruding causing neck pain and discomfort. The patient was referred for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted generator was completed. During the analysis, it was observed that the septum was not cored thus eliminating the possibility of a potential unintended electrical current path through the body, addressing the report of pain. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2012 stating that the patient had the generator replaced on (B)(6) 2012. Follow up revealed that the surgery did not occur to preclude a serious injury. There were no reports of trauma and there were no significant physiological changes prior to the patient feeling like the lead was pulling. The explanted generator was returned to the manufacturer and product analysis is underway.